Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 'hi' (>600 mg/dl) and 'lo' (<20 mg/dl).